Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection of the lens found the lens optic torn. Pieces of both haptics were torn off and missing. There was evidence of clear and grey residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens was explanted. The patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Claim #(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16/2.5/102 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and the problem was resolved.